Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk), the device displayed "system failure" message. Complainant did not indicate that there was any adverse effect to patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect ventilator. The ventilator has not been returned to zoll for evaluation.